Event description:
A customer reported an incorrect time setting on a device, and they did not know the cause of the discrepancy. There was no adverse impact to the customer's blood glucose level, as no previous settings resulted in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer with updating the device's time, advised them to monitor the time settings, and instructed them to follow up if the discrepancy recurs. The customer acknowledged and understood the guidance provided.